Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that her glucose was too low that she did not have the reading on the blood glucose meter, and her husband could not wake her up. The paramedics were called and rushed her to the hospital. The customer stated while being in the hospital she was told to enter a glucose reading of 299 mg/dl into the insulin pump and the device indicated her to give 59.0 units. The caller stated while staying at the hospital the doctor lowered her basal rates, and her glucose level still was 47 mg/dl. Then the customer was treated with an insulin drip. The caller stated that she is not comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. During visual inspection a cracked reservoir tube, reservoir tube lip and worn keypad overlay was noted.